Event description:
It was reported "net fell inside patient after piece of steak was pushed down into the stomach." Patient was told by the doctor that it would eventually pass through without any problems. Per rep, surgery. Instrument was discarded and there was no patient injury.

Manufacturer narrative:
Device was discarded at the facility. Investigation is on-going. I will follow-up with a supplemental report.